Manufacturer narrative:
Response to device evaluated by MFR device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of two false negative results. See related case for alternate false negative result. Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 20626d, reader sn (B)(4). On (B)(6) 2022, customer tested positive with a lucira pcr-level test, an ihealth antigen test and a flowflex antigen test. Customer experiencing symptoms of cough, shortness of breath and mild fever. Customer's family members tested positive via antigen and lucira pcr-level tests.